Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device was not sensing correctly and generated an error message, the device passed all of its incoming vxi tests and its bench test with no anomalies observed. Analysis did note that the upper and lower cases were broken, the ventricular output connector was corroded and the keyboard was scratched. The device was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that while connected to a patient the external pulse generator was not sensing correctly and an error message appeared. The device was changed out and there was no harm to the patient. It was further reported in a different call to technical services that the external pulse generator generated an error at boot-up and another generator had to be used. The call-taker at technical services recommended testing the sensitivity at the account and the check-out procedure was sent along with additional information, and it was discussed that it was likely a start-up error. The generator was returned to service. No patient complications have been reported as a result of this event.